Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted a call service alarm with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings:a review of the pump¿s history showed multiple consecutive call service alarms on 11/02/2013; no reboots occurred in between alarms. The pump powered on normally and was able to be primed successfully. The pump was exercised for 24 hours with no alarms. The pump¿s cover was opened and no intermittent connection was observed. The software to the processor was reloaded successfully.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.